Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain indications. The reason for call was pt said they went to charge their ins and had received a message with a phone and a doctor and also received a message with a thermometer. Pt did not notice a code beneath the doctor image but said it was not working to recharge their ins. Pt did not have their equipment with them for further troubleshooting or to provide device serial numbers. Pt will call back with equipment for further troubleshooting. Pt said they recently moved and will be following up with a hcp at the end up sept. Pt called back from number registered re-reporting information previously documented in this case. Pt called back with their equipment for further troubleshooting. Pt first inspected the charging antenna and confirmed there was no damage. Pt connected with their insr and saw an information por on the screen. Patient services (pss) then walked pt through clearing the por with their programmer and pt was able to turn on their stimulation. Pt then connected again with the insr and confirmed they were able to start charging with all coupling boxes filled.